Manufacturer narrative:
Although requested, the device has not been returned for evaluation. Additional information has been requested, but not received. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be determined.

Event description:
It was reported that after a toric intraocular lens (iol) was implanted into the eye, it became apparent that the irregularity in the red reflex was a capsular bag rent as it enlarged immediately. The iol was folded in the eye and removed. Anterior vitrectomy was performed. A 3-piece iol was successfully placed in the ciliary sulcus where it remained well centered and it appears secure. Sutures were used. Additional information has been requested of the reported, but not received.